Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced recurring issues with receiving lost sensor alerts when the transmitter and the insulin pump were on opposite ends from each other. The customer's blood glucose was 150 mg/dl. Troubleshooting was not completed due to customer reporting that it was a past issue. The customer also mentioned receiving a button error alarm. The customer did not recall any significant event leading to the alarm. The customer stated that there may have possibly been a long button press. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The glucose sensor simulator and test minilink transmitter communicates properly to the insulin pump. No unexpected lost sensor alarm or low suspend alarm anomaly noted. Insulin pump received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.